Manufacturer narrative:
Conclusions: equipment passed standards electrical safety testing. Pt did received aggressive sensor attachment area preparation by rubbing to remove dry skin then cleaned with alcohol wipe. This is standard procedure. This may have been reason pt complained of burning sensation. True cause remains unk.

Event description:
On (B)(6) 2012 (correction): the pt complained of a burning sensation on her right temple. The nurse noted that the pt had a 0.75 cm burn. On (B)(6) 2012, I (B)(4), received a call from (B)(6) hosp in (B)(6), stating that her eeg amplifier serial number (B)(4) had burned a pt's scalp. The pt was complaining that during the study her scalp was burning and after the test there was a small circle area on her head that resembled a burn mark. After discussing with the technician, she told me there was already a small scab on her scalp and she believed that the alcohol used to prep the skin may have caused her scalp to burn, and following the study she pulled the scab off which made it look like a burn mark. The equipment still needs to be checked and replaced to make sure there are no problems with eeg amplifier serial number (B)(4).